Event description:
It was reported that the left ventricular (lv) lead had high threshold and phrenic nerve stimulation. The lead had dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6947 lead: (B)(6) 2012. A 4076 lead: 2012. (B)(4).